Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) operators has complaint that the first failed on the patient with a warning of gas pressure lost within 30 minutes on return to ward. This was spontaneous and without warning, causing profound hypotension for the patient po cardiac surgery. This was immediately attended to using manual inflation and inotropic support. In addition to manually inflating the balloon, a line/cable check was performed to ensure there were no blockages/kinks and the settings were checked. This then occurred three more times during the course of the required treatment, with each incident requiring manual inflation to maintain pressure. With the initial incident, the patient was hemodynamically compromised when the pump failed and required additional inotropic support as well as moving to switch to iabp to manual. The cnm followed up with conversations with staff post the incident who indicated during the night shift the gas warning alarm indicated loss of gas and pressure on three occasions however the gas bottle indicator on the monitor showed it to be full. The staff manually refilled the line and the pump continued to operate as it should and the patient did not have any adverse effect or harm from the manual inflation process.

Manufacturer narrative:
Updated sections: b4, e1(name), e2, g3, g6, h2, h10, h11. Corrected sections: b5, h6(health impact codes).

Event description:
The it was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) operators has complaint that the first failed on the patient with a warning of gas pressure lost within 30 minutes on return to ward. This was spontaneous and without warning, causing profound hypotension for the patient po cardiac surgery. This was immediately attended to using manual inflation and inotropic support. In addition to manually inflating the balloon, a line/cable check was performed to ensure there were no blockages/kinks and the settings were checked. This then occurred three more times during the course of the required treatment, with each incident requiring manual inflation to maintain pressure. With the initial incident, the patient was hemodynamically compromised when the pump failed and required additional inotropic support as well as moving to switch to iabp to manual. Once stabilized, the cardiosave was put back into auto mode. The iabp therapy was ceased once the patient was more hemodynamically stable the following day. At no point during the iabp treatment was the patient profoundly tachycardia (>140bpm) or febrile (>38.3). The iabp console was not replaced with another during this treatment.

Event description:
The it was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) operators has complaint that the first failed on the patient with a warning of gas pressure lost within 30 minutes on return to ward. This was spontaneous and without warning, causing profound hypotension for the patient po cardiac surgery. This was immediately attended to using manual inflation and inotropic support. This then occurred three more times during the course of the required treatment, with each incident requiring manual inflation to maintain pressure.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated data: b4,g3,g6,h2,h10,h11. Corrected data: b7.

Event description:
N/a

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse visited the site and performed all manifold test. There was a failure at the fill manifold ¿ relief valve, which failed at first. However, the fse re-did the test several times and it passed subsequently. The fse then performed the functional test with a trainer and balloon and all tests passed. The fse then took the error log and there was an iab catheter restriction alarm that stood out. The fse asked the customer to not use the device. The fse logged the error log and converted it to files and lodged with the factory. The following response came back from the factory: "despite the fault error # 77 occurring about 38 times according to your logs ( ¿compressor motor speed adj ¿ assisting¿ the increased motor speed is required to maintain sufficient pressure for normal operation) it can be related to the unstable patient hemodynamic (variation of heart rate). It seems unrelated to compressor issues, but a compressor check would be interesting. Gas loss alarm, can occur in many situations. Gas loss and iab catheter alarm operation are maintained at heart rates up to 140 bpm. However, one component of the iab catheter alarms, the detection of gas trapped in the safety disk, is suspended at 112 bpm to minimize nuisance alarms. ( see page 91 a helium loss has been detected due to a leak or high rate of diffusion in the iab circuit. If the patient is febrile or tachycardic, consider increasing the frequency of autofills by initiating an autofill prior to the regularly scheduled 2-hour autofill.¿ the fse then visited the bts workshop again, and had double-checked the following to confirm that there are within the manufactures specification: regulator checks, regulator calibration, leak tests and compressor output test. All test has been within specification. The fse then stated that it is recommend that the device is suitable to use. The fse also stated to the customer that if in future there is any such intermittent issue to please take a small video of the issue. Also, to performed the pre-use test of the safety disks and leak test of the system monthly or if the system has been sitting idle for a long period. And, to refer to the user manual: gas loss in iab circuit a helium loss has been detected due to a leak or high rate of diffusion in the iab circuit. 1 check for evidence of blood in the tubing. If found, stop pumping and notify physician. Refer to iab manufacturer's instructions for iab removal. 2 if blood is not detected, ensure that the iab extender tubing is tightly connected to the iab and the iabp. If appropriate, perform an autofill by pressing and holding the iab fill key for 2 seconds, then press the start key to resume pumping. 3 if the patient is febrile or tachycardic, consider increasing the frequency of autofills by initiating an autofill prior to the regularly scheduled 2-hour autofill. 4 if the alarm persists and there is no evidence of blood in the iab tubing, consider setting the gas loss alarm to the off position via the pump options menu from within the preferences menu.

Event description:
N/a.